Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, photos of the impacted set were provided. Their visual inspection did not observe any specific issue on the set. Nevertheless, the reported condition is considered as confirmed based on consumer report. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified damage was observed on a prismaflex m100 set during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.